Event description:
I strongly believe that I am suffering from breast implant illness. I have not felt well for over a year now almost two years. And I have been to numerous doctors and specialists, have been tested for every disease known to man and none of whom have come up with a diagnosis or reason for my symptoms which include but are not limited to the following: debilitating fatigue, joint/muscle pain, brain fog/confusion, inability to sleep, numbness/tingling in legs and feet, right breast pain with numbness and tingling, blurred vision, discomfort with contact use, burning mouth, lips, tongue and throat, neck and shoulder pain, weight gain regardless of reduction in food intake/ increased exercise, bladder issues (frequency and urgency); unexplained hair loss I have had implants since 2008 and had them replaced due to a ruptured implant in 2021. This is affecting every aspect of my life and my ability to function. I feel like I am dying and nobody seems to be able to do anything about it. I am planning to have explanation in (B)(6) 2024. Insurance will not pay for it which is why I haven't done it sooner but I have no choice at this point. Please do more research on bii. Reference reports: mw5150565; mw5150566; and mw5150567.